Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age was not available for reporting. Unknown when infection began. There is no allegation of a product malfunction against this device; however, because this device is dwelling in the area of the reported event it cannot be disassociated from the reported adverse event. This report is for an unknown cable/wire: orthopaedic cable/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of two 3.5mm attachment plates, five 5.0mm locking screws, four cables, one plate and eight 3.5mm locking screws on (B)(6) 2018 due to infection. A pus came out when patient was opened. A removal and debridement were performed. The hardware was originally implanted on (B)(6) 2013. The revision surgery was completed without any complications and without any surgical delay. Patient status following the procedure was reported as stable. This complaint involves six (6) devices. This report is 4 of 6 for (B)(4).